Event description:
The line was placed in 2006, the stylet broke and migrated. The stylet has been removed without harm to the patient.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A chr could not be completed since the lot number was not indicated.